Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis investigation. The stapler logs for the stapler used in this event were reviewed: logs showed part number: 480460-09, lot number: l80240307-0602 was used first, and it was installed on the system 11x and fired 7 reloads (4 white, 2 green, 1 blue, in that order). On installs 1-4, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 5, the first 3 clamps were incomplete. The fourth clamp was successful, and the firing was completed with 1 pause for compression. On install 6, the first clamp was aborted by the user. The second clamp was successful, and the firing was completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with no pauses for compression. On the next 4 installs, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. The instrument was then removed and not used in the procedure again. Next, logs show part number: 480460-09, lot number: l80240307-0574, was installed on the system and fired 3 reloads (1 blue, followed by 2 white). On each install the first clamp was successful. On install 1, the firing was completed with no pauses for compression. On installs 2 and 3, the firings were completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no relevant stapler related errors in the logs. Manufacturer report # 2955842-2024-18446 documents the other tissue pushout event during the same procedure. .

Event description:
It was reported that after a da vinci-assisted duodenal switch surgical procedure, the sureform 60 stapler instrument on the first firing of a green reload with ethicon staple line reinforcement (slr) on stomach tissue experienced a tissue pushout event. The surgeon stated the stomach tissue was pushed out of the jaws while the stapler was in the firing process, and he observed staples being dragged. This firing resulted in an incomplete staple line. The surgeon then removed the loose staples and debrided the area. A second fire with another green reload with slr buttress material was fired. This firing resulted in the same tissue pushout event. In both firings the system generated a ¿tissue too thick to continue,¿ message. The surgeon selected a laparoscopic stapler to go around the prior staple lines. The case was completed as expected and the patient is currently healthy. The procedure was completed robotically.